Manufacturer narrative:
Other relevant device(s) are: (catalog number etcf3232c49ej,serial number (B)(4), use by date 2018-04-29 and (B)(4)).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The aortic neck was tortuous. It was reported that after the endurant system was implanted there was a proximal type ia endoleak. Due to the tortuous aortic neck the suprarenal strut was prevented from expanding which included the proximal portion of the stent graft material. Although an endurant aortic cuff was additionally implanted, the gap remained due to the interference of the severe aortic neck angulation and suprarenal stent of the main body, and the type ia endoleak persisted. Eventually, another manufacturer's aortic cuff was implanted intentionally covering the left renal artery. However the proximal type I endoleak was not resolved. No additional intervention has been planned. Per the physician, the event was related to the patient¿s anatomy of severe aortic neck tortuosity. No additional clinical sequelae were reported and the physician decided to continue monitoring the patient.